Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, he was outside doing yard work and the device started buzzing, and the screen was normal. It was a steady ongoing beep. Customer removed the battery, reinserted, and the device started to count and alarmed unexpected restart. Customer's blood glucose was 77 mg/dl. The device's alarm history was checked and it had two unexpected restart alarms, one displayable history crc check failed on startup, one flash crc is incorrect for factory stored information alarms. Troubleshooting was performed and the device passed the self-test. Customer was advised to monitor the device. The device is not being returned for analysis.